Manufacturer narrative:
(B)(4). Date sent: 4/22/2026. D4: batch # a98e57. Investigation summary- this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows the damaged jaws of an el5ml, which appear to be used, and in a second image a partially formed clip. The image is not clear to determine the failure mode. As the device was not returned, an analysis investigation could not be performed. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device a98e57_el5ml batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/2/2026. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the clip fails to release properly, and its shape is improperly formed. No patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 5/12/2026. D4: batch # a98e57. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual inspection of the returned sample determined that the el5ml device was received with no apparent external damage. To replicate the reported event, the device was evaluated for functional performance. During testing, the device was actuated; however, the clips failed to advance into the jaw. Further examination revealed that the tip of the advancer was bent. The instrument was subsequently disassembled for detailed evaluation. Upon disassembly, the advancer was confirmed to be bent, and nine (9) clips were found lodged within the clip track. Based on the known device history, a bent advancer condition is associated with clip malformation. The event reported was confirmed and is related to improper use of the device. Prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Excessively applying a side load to the jaws, causing them to partially collapse, could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch a98e57 number, and no non-conformances were identified.